Manufacturer narrative:
Field samples were not returned for evaluation. The supplier of the anesthesia medication performed a complete review of their manufacturing records for the lots that were reported to potentially be associated with the product issue. The supplier concluded that the product met with specifications at final testing. They also tested retained samples for potency of the same lots. All testing found the product to meet within specifications.

Event description:
A report was received stating a patient received insufficient local anesthesia when the listed medical device was used. It was necessary to place patient under general anesthesia. No adverse effects to patient reported.